Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right ventricular lead exhibited high impedance. Stored episodes of right ventricular noise and oversensing were observed. The oversensing could not be reproduced with provocative testing. On (B)(6) 2015 the patient presented for further evaluation. The pocket was re-opened and during manipulation of the lead while still connected to the device, oversensing was again observed. The lead was loosened from the device and the lead connector was cleaned. After reconnecting the lead, noise could not be provoked with manipulation and all measurements were good. The patient was in stable condition post procedure.